Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. During initial bench testing after installing the turbine manifold assembly with a golden testing unit, the unit would not power up normally. The turbine assembly did not rotate and produced visual/audible disc/sense alarm. Visual inspection did not reveal any anomalies, but internal inspection and investigation found that the turbine manifold assembly had seized and contained white residue. The white residue found on this turbine is consistent with residues that have been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. This corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have a larger volume than the base metal and can cause interference between moving parts with tight tolerances. The turbine was replaced by a carefusion authorized service center to address the reported issue and the defective turbine was scrapped after failure analysis.

Event description:
It was reported to carefusion that the unit had a constant disc/sense alarm. While in service, it was discovered that the turbine had seized. This reportable issue was discovered while in service, therefore there was no patient involvement.